Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states involving pentax video colonoscope ec-3890li sn: (B)(4). The customer reported no video image. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay, or medical intervention reported. On 02jul2021, pentax customer service issued return material authorization (B)(4) for the return of the device for further evaluation. On 20jul2021, the device was returned to pentax medical service facility for further evaluation on service order (B)(4) where the incoming quality control inspector confirm the user narrative. Additional defects were found during the inspection process. Additional findings: image blackout when the insertion tube is torqued, passed dry leak test, passed wet leak test, right/ left pulley wire broken wire, right angulation deflection zero, left angulation deflection zero, hole in # 2 remote control button cover, customer complaint confirmed . The device is in the process of being repaired and will be returned to the user upon completion. Parts replaced: remote control button, signal wire for ccd, shield pipe for ccd, conductive plate, pcb for ccd drive pb-free, electrical connector assy, o-rings and seals, bending rubber. A review of the service history indicates that the device was routinely serviced at pentax service facility since installation on 19may2011.